Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initialmedwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during the surgery, the anchor was broken off, removed all the broken parts (as the photo shows). No additional information could be provided. Upon visual inspection, it was observed that the anchor broken, confirming this complaint. A manufacturing record evaluation was performed for the finished device lot number: 8l16851, and no nonconformances were identified. No information provided about the procedure or if it was used a guide wire when insert the screw into bone. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. As per IFU, it is necessary to place the place the guidewire according to the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a healthcare professional in china that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that the 7mm x 23mm biocryl rapide interference screw device was broken off. Removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a photo was provided by the customer and evaluated. Upon visual inspection of the photo, the device was observed that the anchor was completely broken; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l16851, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the device reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.